Event description:
It was reported that an ilet user experienced repeated occlusion events during fill tubing with associated ¿unable to proceed¿ and restart/malfunction alarms, consistent with device performance issues, after which a replacement ilet was shipped and education provided on shutdown, data transfer, return process, and continued cgm use. Symptoms included hyperglycemia with a reported peak of 264 mg/dl over approximately five hours and feelings of dryness and feeling sick. Outcomes included use of backup therapy without need for medical intervention or hospitalization. Investigation included review of prior notes, remote assessment of device behavior, verification of power status, and operational troubleshooting. Investigation of this case revealed persistent occlusion-related flow interruption and alarm behavior consistent with a device malfunction during fill and infusion, with no depletion of battery and no evidence of external medical complications. It was concluded, based on previously established findings for similar reports, that the cause was device-related occlusion during operation leading to interruption of insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.